Event description:
On (B)(6) 2011 customer reported there was a pinkish fluid leak, on their lh 750 instrument, after performing maintenance. Customer was unable to isolate the leak. There were no reported injuries and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that quick disconnect 7 (qd7), under the rockerbed, was unlocked and partially disconnected. Fse reconnected qd7 and this resolved the issue. No further leaking was reported.

Manufacturer narrative:
(B)(4).